Event description:
Reporter indicated that a vns patient experienced suicidal gestures. Diagnostic testing on day of implant yielded normal results. Attempts to gain additional information have been unsuccessful.